Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the okm flushing pumps and consumables had operational checks - speed 'up' and 'down' buttons fails to operate correctly and flow rate check-pump delivers minimum of 200ml in 20 seconds. There were no reports of patient harm.